Event description:
It was reported that the left cylinder of the ambicor penile prosthesis (app) device would not inflate. The app device was explanted, and a new inflatable penile prosthesis (ipp) device was implanted. There were no patient complications.